Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. Customer's blood glucose level was in 65-67 mg/dl range. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port-not charging issue was verified while based on the analysis, the alleged quick bolus button issue could not be verified.